Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the ipg was prematurely depleted. The device was providing therapy.

Event description:
Additional information received indicated that a wireless software update was performed clearing the elective replacement indicator (eri) message.

Manufacturer narrative:
The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.